Manufacturer narrative:
This report is submitted on april 15, 2021.

Event description:
Per the surgeon, the patient experienced skin overgrowth and an infection at the abutment site. The infection was treated with oral and topical antibiotics. During the change of the abutment, there was a skin revision (date unknown).